Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information received: what type of procedure was the device used in? Abdominal washout possible anastomosis, possible wound vac, possible closure. On which firing did this occur? First. Did the device lock out and did not fire? No. Was the firing trigger advanced and no staples deployed? Deployed, but interrupted. Was the firing trigger advanced and staples were deployed, but the staple line was incomplete? Yes. How was the procedure completed? Cautery. Is the device available for return? Yes. If yes, please provide an address and to whose attention the shipper kit should be sent. Product was given to ethicon representative. Is a no charge replacement needed? No. If yes, please provide an address and to whose attention the replacement should be sent.

Event description:
It was reported that during an unknown procedure, the trauma surgeon was ready to use the stapler and the stapler did not fire at all its reloads. There were no patient consequences. Unknown how case was completed. One device was discarded.